Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint was confirmed through testing. The probable cause identified is the cam flex sensor; the sensor was replaced.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error code 41622 & 10.6.h. No additional information provided. Patient involvement unknown.